Manufacturer narrative:
(B)(4). Investigation summary: multiple ez-blades were received in their sterile packaging. One of the blade pouches , it was noted that what appeared to be a hair crossed the sterile barrier. A dye leak test was performed and passed testing. This issue is likely due to the packaging process of the instrument. This complaint is confirmed the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that before an unknown procedure, a foreign matter like someone¿s hair was adhered to tape sealing package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.